Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty applying a dexcom g7 continuous glucose monitor (cgm) sensor while experiencing high blood glucose (bg). At the same time, the ilet screen failed to wake despite being charged the night before. The user was unable to troubleshoot further during the call and planned to reconnect at home. Follow-up on (B)(6) 2025 confirmed the pump was reconnected successfully with no further issues. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.